Event description:
This 44-yr-old female underwent bilateral subcutaneous mastectomies with implantation of silicone gel prosthesis in 1980. The MFR of these implants is not known to this reporting facility. The pt complains of trouble with scar tissue formation around the implants that appear to be riding high, breast discomfort, and concern about systemic symptoms. Both implants were found to be ruptured.